Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible an interaction with anatomy caused the posterior needle tip from not rejecting from the foot pocket. This left the posterior tip in the pocket when the foot was closed then causing a separation of the suture from the tip when the suture was pulled to remove the device from the anatomy; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a coil procedure. Reportedly, a cuff miss occurred as the suture could not be verified when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.